Event description:
It was reported that the patient's blood glucose level rose to above 32 mmol/l (576 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a fluid leaking during wear.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused the leak. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.